Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting unexplained high blood glucose. Customer's blood glucose was 385 mg/dl. Customer treated with the insulin pump. Customer had symptoms of high blood glucose such as thirst and constantly needing to use the bathroom. Customer stated that her blood glucose was bouncing back and forth from 300-400 mg/dl. Customer was driving at the moment and couldn't troubleshoot. Customer called back and her blood glucose was 300 mg/dl. Customer treated with manual injections. Customer stated that her heart is in her neck, she feels really thirsty, and has to use the bathroom all the time due to her high blood glucose. Customer ran a manual prime and the insulin did exit the tubing. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.